Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-66227.

Event description:
The customer reported via phone call that she experienced high blood glucose up to 500 mg/dl. The customer stated she changed the site and blood glucose level was still high at 448 mg/dl. The customer experienced vomiting and nausea. She treated with manual injection. During troubleshoot; it was stated the drive support cap on the insulin pump is recessed. The customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and the device settings. The cannula on prior set was not bent. The customer stated insulin did not exit at fixed prime. It was found that the customer was using expired reservoirs and infusion sets. Customer was advised that replacements will be sent.